Event description:
Reportable based on analysis completed (B)(6) 2013. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. The lesion was pre-dilated with 1.5mm and 2.0mm non-bsc balloons. The 2.75x20mm promus element stent was advanced however was unable to cross the lesion. The procedure was completed with another 2.75x20mm promus element stent. No patient complications were reported and the patient status is stable, however returned device analysis revealed a shaft break.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer - the device was received in two sections as a result of a break in the hypotube. The break was located at 21.5cm distal to the strain relief. Both sections of the hypotube were kinked at various locations along their lengths. It is noted that the break and the kinks that were present along the device are all consistent with excessive force having been applied to the shaft, possibly during the physician's failed attempts to cross the lesion. No issues were noted with the profiles of the crimped stent, balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).